Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by cts to put the pump into storage mode before returning it and was sent a replacement pump. Customer acknowledged these instructions and was advised to return the damaged pump using a pre-paid label within 10 days.